Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back states they moved the stimulator in july but patient is still having pain and it is still protruding . Sometime after they moved it , the patient has been having diarrhea about every day and has been eating a bland diet. Patient states seeing the nurse at the end of last month and and was not having diarrhea but was leaking , still having pain and ins is still protruding . Patient states decreasing the settings and does not know what to do. Pss redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back and repeated information regarding how the ins was implanted deeper because they had been experiencing pain when they sat down. The patient added that the pain also caused them to have trouble sleeping because they could not lie down on the side the ins was implanted on. The patient stated that implanting the ins deeper did not help, so they had the ins explanted last week. The patient said their hcp told them the ins was "just flopping around" when they explanted it. The patient mentioned that they weren't sure that the ins was helping much anyway. The reason for the patient's call was to find out what they should do with the handset and communicator. Agent reviewed disposal information. Agent re-opened the case and assigned to self to send an email to prs to update device status.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had their stimulator revised on tuesday because it was previously too close under the skin and they were having pain from it when they sat down. The patient stated that their implant was placed deeper under their skin. See rtg0542302 for reports of therapy issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.